Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The device was also received with cracked display window corners, battery tube threads, reservoir tube lip, and belt clip slot, as well as a scratched lcd window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed more than once with an error and that the device cannot read the reservoir status any longer. The blood glucose reading was not available. Device returned for analysis. Nothing further reported.